Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin and a companion cgm reporting high glucose; the partner noted no visible site issues, administered 12 units of fast-acting insulin via pen, and temporarily disconnected from the ilet, with subsequent sensor and fingerstick readings around 306 mg/dl; the user had changed tubing and deferred an infusion site change, attributing the event to consumption of a sugar-sweetened beverage. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.